Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was reportedly not working. No further information received as of this time. This device remains in service. No adverse patient effects were reported.